Manufacturer narrative:
This report was submitted in regards to the reported water/blood mixing product event and the reported patient infection. Additional information has been requested from the customer to clarify the product event and to determine the relationship between the product event and the patient condition. However, at the time of this report no new information has been received by medtronic. A follow up report will be submitted if additional information is received by medtronic. The product has not been received by medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that during a case using this affinity oxygenator, the customer observed water and blood mixed together, and the customer observed a leak from the area between the oxygenator and heat exchanger. The oxygenator was changed out. The customer alleged that the product event resulted in lowered partial pressure of carbon dioxide and lowered hematocrit in the patient. Additionally, the customer alleged that the patient experienced infection and a high white blood cell count was noted in the ICU following the procedure.

Manufacturer narrative:
Additional information has been received through product investigation. The product has not been received by medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Although the product was not returned for analysis, medtronic quality engineers confirmed a blood to atmosphere leak through the provided photos. However, the occurrence of the alleged patient infection has not been identified as a consequence of this type of leak. The alleged infection is likely related to clinical or patient conditions during the bypass procedure. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.